Event description:
Reporter stated that family member did meter to hcp meter comparison tests, back to back. Meter read 45mg/dl, and doctor's meter (type not known) read 90mg/dl. Family member did not have any symptoms. No treatment was given. During troubleshooting, meter setting was corrected from mmol to mg/dl; comparison test no longer valid, e.g. 4.5=88mg/dl vs 90mg/dl. On followup reporter stated mother's doctor visit and tests were due to alleged low results for >2 months (would eat sweets.) Also stated some test strips were "pinkish" from out of vial storage. Trained on testing, code setting and strip storage.